Event description:
Caller reported a cgm error with code 42. No adverse impact to the customer's blood glucose level was noted. Cts provided detailed information for a pump reset and guided the caller through the process. Following the reset, the pump no longer displayed the cgm error code, and the caller was able to successfully start their sensor session.